Event description:
It was reported that the 9900 system experienced a fluoro function lock up. It was noted that the mainframe display showed all blocks and the collimator blades froze up. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the fluoro function board and the generator interface board. The system was tested and found to be working as intended and placed back into service.